Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and reported problem are consistant with that of an iab which became entrapped and needed to be surgically removed from the pt. The smooth-edged membrane penetration(s) most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the med community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. We therefore urge the user, as we have in our instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation, as was done in this case.

Event description:
The iab leaked. The dr was unable to remove the iab. The iab was entrapped. A four hr surgical procedure was performed to remove the iab. Another iab was inserted into the pt. (Multiple event to customer complaint number 98-00248, 98-00250). On 3/30/98, the following was reported to datascope: after the iab was inserted into the pt, blood backed up into the tubing. The iab became entrapped and could not be removed. The pt went to the or for balloon removal. A new iab was then inserted into the pt's left femoral artery. [Event complications]: entrapped/surgically removed-reported 2/24/98 and 3/30/98. [Pt's current status]: unk-2/24/98.